Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Purge tubing would not prime, after replacing the purge tubing everything worked as intended. The patient was successfully weaned, and the device was explanted.

Manufacturer narrative:
D9: updated devices return status. H6: omit code a040103 based on information in the complaint file. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.